Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device analysis findings: the device was returned for analysis. Visual and microscopic inspection were performed, and it was observed that the main coil was bent and stretched at the primary coil section; moreover, the arm of the coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event for the reported advancement difficulty. With regard to the reported premature deployment, boston scientific has concluded cause not established. Relating to the bent and stretched main coil with a detached coil arm that was discovered during device analysis, boston scientific has concluded adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the coil difficult to advance and premature deployment occurred. The target lesion was located in the internal iliac aneurysm. A 20mm x 40cm interlock .035 coil was selected for embolization. However, resistance was encountered during the delivery process of the coil. After repeated attempts, the interlocking arm dislodged. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a detached coil arm.